Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure in (B)(6) 2010 treated a 3.0x16mm, 90% stenosis of the proximal to mid left anterior descending (lad). Treatment consisted of predilation and a 3.0x20mm promus element study stent resulting in 0% residual stenosis. The patient was discharged five days later on aspirin and clopidogrel. The patient presented for treatment in (B)(6) 2011 and an unspecified bare metal stent was placed in the ostium of the lad. There was no in-stent restenosis of the study stent. One day following treatment the patient experienced elevated troponin and a myocardial infarction was reported. No action was taken and no ischemic symptoms were reported. The patient was discharged four days post procedure.